Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) and an abrupt change in pace impedance measurements from 773 ohms to 2377 ohms. Technical services (ts) was consulted and a chest x ray was recommended to evaluate the lv lead location. No adverse patient effects were reported. At this time, this lead remains in service.